Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump locked up for about 10 minutes and was unresponsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had change out batteries more frequently, rewinds louder and unexplained and no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify rewind anomaly and charge or battery lasts less than expected due to buttons not responding.